Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged. The following information was received by the initial reporter with the following verbatim it was reported by customer that IV infusion tubing broke apart just below drip chamber, causing fluid to pour rapidly on the floor

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
One sample was received for quality evaluation. Visual inspection indicates that the sample separated below the drip chamber. Further examination, under magnification, indicates a lack of bonding solvent at the union location. The customer complaint of separation was confirmed. The investigation was forwarded to the manufacturing location for root cause analysis. After the investigation, the most potential root cause for the issue is an incorrect insertion of tubing into the solvent dispenser by the production personnel. As a corrective action, an accessory will be implemented onto the solvent dispenser that will assist in guiding the tubing into the solvent dispenser. A device history record review for model 2420-0007 lot number 24055761 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.